Manufacturer narrative:
Additional information/correction: previously submitted h10 (add evaluation for the remaining 7 devices). H10: the remaining seven (7) devices were found to have fill port connector/cap thread damage. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 13, 2019 ¿ june 14, 2019. H10: the eighty-four (84) actual samples were received for evaluation. All samples were visually inspected and loose white foreign matter was observed inside the bag of five (5) samples. The foreign matter was further isolated and analyzed using micro-fourier transform infrared (ftir) spectroscopy with a microscope module. The reported condition was verified. The ftir analysis determined the spectrum of the particle was consistent with acrylonitrile butadiene styrene (abs). The cause of the condition could not be determined. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition on the remaining seventy-two (72) samples. The reported condition was not verified for these samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed at the port of eighty-four (84) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.